Event description:
The reporter stated the surgeon inserted a three piece aspheric collamer lens model number cq2015a and noticed the haptic was torn. The lens was removed with no patient injury and without enlarging the incision. Another lens was implanted and sutures were not required to close the incision. The reporter stated the cause of the lens tear was a technical loading error.

Manufacturer narrative:
Visual inspection of the returned product found a portion of the lens optic and both haptics torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.